Event description:
The customer complained that several buttons were unresponsive on the insulin pump. The reported blood glucose reading at the time of the complaint was 84 mg/dl. Troubleshooting was performed, and the customer was advised to rest the insulin pump without a battery for two hours. The customer did not have a backup plan to treat her diabetes, so she was advised to seek the assistance of a healthcare provider. The customer's father later called back and stated that the customer was hospitalized for hyperglycemia. The reported blood glucose reading at the time of hospitalization was 355 mg/dl. The buttons on the insulin pump were still unresponsive after the insulin pump was rested. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.